Event description:
A us distributor reported that a patient experienced an inappropriate defibrillation event. Motion artifact and low amplitude contributed to the false detection. The patient was conscious at the time of the event but did not press the response buttons prior to the treatment. The patient continued to use the lifevest and did not seek any medical attention.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no indication of any serious injury. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4). Electrode belt (B)(4): 02/2013. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.